Event description:
While the MFR was reviewing programming history for the pt, it was noted both system diagnostic and normal mode diagnostic test yielded high lead impedance in 2002. Follow-up revealed the pt underwent lead replacement surgery. Good faith attempts to obtain additional info are being made, have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.